Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge detection notifications occurred during the load sequence. Blood glucose level was 90 mg/dl. Customer declined to provide additional information regarding the issue and declined further follow up from tandem technical support.